Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was clicking but not unlocking. A field service engineer (fse) crimped the spade connectors, cleaned the microswitches, and applied carbon grease. Despite these actions, the remote manager continued to display the same error. The fse then replaced the wiring harness and latch, but the issue persists, and the temperature display was reading 99, so the fse replaced the temperature probe to resolve the issue. The customer also performed testing and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es remote manager failed to open instantly. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) and medical device model, concomitant med prod data and section e initial reporter facility name. The reported condition of remote manager with clicking sound was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to wo (B)(4), the fse reported that the remote manager would click but not unlock. Crimped spade connectors cleaned micro switches and applied carbon grease. Remote manager still had same error. Replaced wiring harness and it still would click. Fse replaced latch. Since temperature display was reading 99, the probe was replaced. No delays since they recovered and it would work for a bit. During dchu visual inspection: p/n 136355-01: received with signs of overheating on the flat flex cable. P/n 134714-02: received with no physical damage, fluid ingress or missing components. During dchu testing: p/n 136355-01: since thermal damage was present as discoloration on the flat flex cable, indicating overheating, no testing was deemed necessary. P/n 134714-02: dmm testing determined good microswitches. Upon functional testing, the solenoid could not release the plastic cam from the locking mechanism, indicating a faulty component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of the reported issue is environmental damage on the cable of the received assy srm buffered temp probe causing an incorrect reading in the system. Additionally, the latch assembly testing determined a faulty solenoid which led the srm system to not open and get stuck, which led to circuit instability and ultimately compromised the mechanism functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed to open instantly. The customer stated that the malfunction occurred when user trying to issue medication to patient. As per part investigation, it was determined that environmental damage to the srm temperature probe cable caused incorrect readings, while a faulty latch solenoid led to srm failure, circuit instability, and mechanism malfunction. There were no adverse events or injuries reported based on this event.